Event description:
It was reported that a wearable failure occurred. The sensor was inserted onto the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the sensor failed at around 12:07 pm. When the patient took a fingerstick after the sensor failure occurred, the blood glucose reading was 2.1 mmol/l. The patient tried consuming chocolate and soda but experienced a loss of consciousness at around 04:00 pm. An ambulance was called by their support worker. When the paramedics arrived, the patient was given oral glucose. The patient was brought to the hospital, but no further medication was reported and the patient was discharged after spending 23 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. A review of performance data shows that the patient's low alert was enabled at the time of the incident with the audio set to sound and the threshold set to 3.9 mmol/l. The urgent low alert is fixed at 3.1 mmol/l; the audio was set to sound and the snooze feature was set to 30 minutes. The urgent low soon alert was set to sound and will notify patients when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. The no readings alert was enabled and was set to trigger after 20 minutes of continuous brief sensor issue. Data investigation found that the patient had been experiencing low glucose levels for several hours prior to the sensor failure, which occurred on the seventh day of the patient¿s sensor session. At 5:15 pm, on (B)(6) 2026, the patient¿s estimated glucose values exceeded the user low alert threshold and the app delivered a low alert at partial volume with an egv of 3.7 mmol/l. The app continued to deliver low alerts at partial volume every five minutes through 6:15 pm. Then, at 6:20 pm, the app delivered an urgent low soon alert at partial volume with an egv of 3.2 mmol/l. At 6:25 pm, the app delivered an urgent low soon alert at half volume with an egv of 3.2 mmol/l. At 6:30 pm, the app delivered an urgent low soon alert at full volume with an egv of 3.3 mmol/l. At 6:35 pm, the patient¿s egvs exceeded the urgent low alert threshold and the app delivered an urgent low alert at partial volume with an egv of 3.1 mmol/l. At 6:40 pm, the app delivered an urgent low alert at half volume with an egv of 3.1 mmol/l. At 6:45 pm, the app delivered an urgent low alert at full volume with an egv of 3.0 mmol/l. The app continued to deliver urgent low alerts at full volume every five minutes through 9:30 pm. None of the aforementioned alerts were acknowledged. At 9:35 pm, the patient¿s egvs rose slightly and the app delivered a low alert at partial volume with an egv of 3.1 mmol/l. The cgm exhibited brief sensor issue for the next five-minute interval, and at 9:45 pm, the app delivered an urgent low alert at partial volume with an egv of 2.8 mmol/l. At 9:50 pm, the app delivered an urgent low alert at half volume with an egv of 3.1 mmol/l. At 9:55 pm, the app delivered an urgent low alert at full volume with an egv of 3.1 mmol/l; this alert was acknowledged a minute later. The cgm exhibited brief sensor issue from 10:05 pm to 10:10 pm. At 10:10 pm, the app again began delivering audible low or urgent low alerts every five minutes; the urgent low alert was acknowledged at 10:30 pm with an egv of 2.8 mmol/l. The patient¿s egvs remained below the urgent low alert threshold thereafter, and the app resumed delivering audible urgent low alerts at 11:00 pm after the snooze period had ended. The cgm began exhibiting intermittent brief sensor issue around midnight, and at 1:00 am, the brief sensor issue became consistent and lasted until the sensor eventually failed at 3:55 am on (B)(6) 2026. The app had delivered audible no readings alerts as expected every five minutes prior to the failure, but none of these alerts were acknowledged. The sensor failed alert was acknowledged several hours later at 9:01 am. It is unknown what occurred during the 12 hours between the time the patient¿s sensor failed to the time of the hypoglycemic event on (B)(6) 2026. However, as he stated that he lost consciousness at 4:00 pm on (B)(6) 2026, the sensor failure was determined to have contributed to the hypoglycemic event. The root cause of the sensor failure was determined to be prolonged data blanking. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.